Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. However, the event description indicated that ablations were performed with rf power of 50 watts. The IFU warns rf power in excess of 30w is associated with a higher likelihood of steam pop and cardiac perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was due to increase temperatures during ablation. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a premature ventricular contraction procedure, a pericardial effusion was observed. The procedure was completed successfully. After the procedure, the patient became unresponsive and CPR began. An echocardiogram was ordered and revealed an apical effusion. A pericardiocentesis was performed to stabilize the patient. The physician attributed the pericardial effusion to increased power of 50 watts used during ablation. There were no performance issues with any abbott device.